Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown date when device broke. Additional product code: hwc. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). This event resulted in need for a additional revision surgical intervention to remove the broken hardware. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part # 02.111.551 / lot # 9361873 manufacturing location: (B)(4), manufacturing date: 16. Feb. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the plate was broken post-operatively. The implant date is (B)(6) 2015. In (B)(6) 2016, the physician detected the broken plate, the removal surgery was on (B)(6) 2016. This complaint involves 1 part. Concomitant part: unknown screws this report is 1 of 1 for (B)(4).